Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient sample on a cobas e 411 analyzer. The initial result was 10.48 iu/l with a data flag. The repeated results were 0.339 iu/l and 0.329 iu/l. The initial result was not reported outside of the laboratory. The reagent lot number is 551036. The expiration date was requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc were acceptable. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.